Event description:
Info provided stated that the button on the drill guide is sticking which allows the surgeon to drill past his desired length. This condition could result in permanent injury to neurovascular structures or adjacent tissue. The malfunction was noticed during a case that took place on (B)(6) 2015. No reported injury to the pt.

Manufacturer narrative:
The failure unit was reviewed and it was confirmed that the button was sticking. When the button is depressed, the threaded shaft is unable to be locked by the plunger. It was possible to freely advance or back out the threaded shaft in this condition. This condition was repeating. There were no external signs of oxidation or wear/galling visible. It was suspected that the loaded point contact between the bearing ball and the plunger wore down with repeated actuations, hence causing the button to stick. Lack of lubrication in this area is suspected as primary cause. Two drops of an approved surgical instrument lubricant ((B)(4)) was used sequentially through the clearance between the button and the handle shaft. The inners of the button mechanism felt well lubricated and did not demonstrate the sticking issue anymore. The lubrication restored normal operating condition of the instrument. Material data on the bearing ball and plunger are reported as designed in the DHR for subject lot number of the instrument. Due to deflection of drill during drilling, there is contact of the drill body with the threaded shaft in the 69-1010. Hence, the threaded shaft can be driven forward or backward in an unintentional fashion, if not locked by the tab on the plunger. This is the case when the button is ticking. Use of power drill makes the button is sticking. Use of power drill makes the movements a lot quicker. Updates to the ims will be incorporated to verify button sticking condition in as rec'd condition.